Event description:
#Medwatcher #(B)(4). I was having severe bleeding when my dr told me she wanted to do an ablation. But she told me I could still get pregnant but have miscarriages with the ablation and being I women and loving babies I didn't want to feel the pain of a miscarriage so I told her I didn't want that. She said she could insert an essure in the one tube I still have so I agreed. Since then I have had severe pain on my left side. I'm always tired, having headaches, constipation or diarea, mood swings for no reason, dental issues and more.